Manufacturer narrative:
Customer report of leaflet issue was confirmed through visual observation. X-ray demonstrated wireform intact and frame expanded. All three leaflets appeared wavy around the free margin. Host tissue was moderate at the frame inflow and minimal at the outflow aspect. A perforation approximately 7mm long was observed on leaflet 2. Leaflet 3 had a 2 mm tear near commissure 3. Leaflet 3 was thickened and swollen near the commissure and at the tear. White thread approximately 32mm in length, extended on the sewing ring around leaflet 2. As received, suture holes were visible near all three black stitch markings on the sewing ring; one suture hole near each. Wireform was also exposed on commissures 1 and 2 on the outflow aspect. Photos provided appeared consistent with lab findings. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
If the surgeon does not cut sutures close to the knot, excess suture tails may result in abrasion, perforation, or damage to the leaflet. This may require an exchange of the device. The device is in the process of being returned. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received notification that a 25mm aortic valve was explanted after an implant duration of 3 years and 3 months due to leaflet tear, severe regurgitation, and perivalvular leak. As the tear was positioned exactly in correspondence with one of the three sutures, the surgeon supposed that the cause of this tear was a suture tied too long. The patient presented with dyspnea prior to the procedure. Another 25mm valve was successfully implanted in replacement. The patient was noted as to be in good condition. Per echo review, the images suggested the presence of probably severe aortic regurgitation with a jet origin at or close to the base of the left coronary right coronary commissural post, but apparently external to the prosthetic frame. The presence of leaflet tear could not be confirmed based on the submitted images. The suggestion of a jet origin outside the prosthetic frame suggested the possibility of paravalvular aortic regurgitation.

Manufacturer narrative:
Additional narratives. Per new information received.